Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 8 closed samples for analysis. We have checked the samples received and thread surface is the current and usual one, the cover is not separated/damaged. Needle attachment strength results conducted on the closed samples received are 0.68 kgf in average and 0.13 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia. Nevertheless, only 8 closed samples have been received for analysis. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the probable root cause for the defective unit found is that the attachment of the needle was not correctly performed. The root-cause for thread cover damaged is not determined with the samples received as thread surface is the correct and usual one. Final conclusion: although one unit was found defective regarding needle detachment defect, we consider that this is an isolated unit, and the case is considered not confirmed. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k151165. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with supramid suture. The client reported that the thread breaks from the needle and the coating separates from the suture material. No further information has been received.